Event description:
It was reported that the patients spinal cord stimulator (scs) device was not providing adequate pain relief, and the patient experienced more pain in the feet when stimulation was on. It was also mentioned that the patient had difficulty in charging the implantable pulse generator (ipg). The patient underwent an explant procedure. The explanted devices were not returned as they were discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6).